Event description:
It was reported the menu screen shows no display and no output on the right side. It was further noted that the settings will not adjust. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the main printed circuit board (pcb), encoder flex and liquid crystal display (lcd) were contaminated. It was also noted that the upper case, lower case, battery release and lead flex cover were contaminated, the ring cover and two side bail covers were broken, the battery contacts were compressed, the ring and two side bails were missing and the battery drawer was broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.